Event description:
It was reported that high pacing threshold and high lead pacing lead impedance were observed. Possible lead fracture was noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 46.1-47.2cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.